Manufacturer narrative:
X- ray analysis: "post op/pre revision and post revision x-rays and pre revision MRI provided. MRI shows a flat back syndrome with l2-3 junctional failure following a l2- t11 posterior spinal decompression and stabilization. Lumbar spinal stenosis at the junctional failure is noted. Renal osteodystrophy is probably present also. Root cause surgical technique and patient specific features."

Manufacturer narrative:
Although the actual event onset date is unknown, but the event was observed in (B)(6) 2016. The following products were used in the surgery: (product ID: g7640020, qty: 8), (product ID: g76445530, qty: 2), (product ID: g 76445540, qty: 4), (product ID: g76446545, qty: 2), (product ID: g811h408, qty: 2), (product ID: g828h083, qty: 1), (product ID: 4200822int, qty: 2) and unknown rod (qty: 1) . Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. (B)(4).  Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion and interbody fusion from th10 to l2 using the medical devices ( spinal screws) and the concomitant medical devices ( spinal cages <(>&<)> plates). Post-operatively, in (B)(6) 2016, spinal canal stenosis was observed due to l2 vertebral body collapse. On an unknown date, revision surgery was performed to extend the fixation levels to caudal until l4. There was no report of device malfunctions, as the medical devices remain inside the patient&#62688;body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.